Event description:
It was reported to philips that the system would not start up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not starting up. Review of the log files shows conflict between the internal ups and control module mains power measurement, indicating that the ups was running on battery and confirms the ups malfunction. Upon troubleshooting, philips field service engineer (fse) discovered that the uninterruptible power supply (ups) was defective, as it was not providing power at the output. The system could not operate with the faulty ups installed. To resolve the issue, fse bypassed the defective ups. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.